Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.